Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured on april 2024. H11: the actual device and retained samples were provided for evaluation. A visual inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition, whereas the visual inspection of the actual sample revealed a crack in the luer. The reported condition was verified on the actual sample. The cause of the condition could not be determined; however, it might be explained by a moulding issue that could be expanded by the pressure during use when connected to other devices. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set was cracked which resulted in a leak. While priming the set, the patient observed that the extension set was leaking by the ¿bionector¿ at the end of the extension set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.